Event description:
Catheter placed 04/03/97. Patient had been receiving hyperal and the catheter worked fine until 04/23/97 when the catheter burst up near the hub. Physician believes catheter was occluded. Infiltration was reported to have occurred. The catheter was removed.